Event description:
The posterior capsule rupture was noted at the time of insertion of upper loop of intraocular lens (iol). Due to rupture, the surgeon decided to change the implantation method. The iol was removed and replaced with another lens that was placed outside of the capsular bag.